Event description:
Information was received from a consumer regarding a patient receiving morphine & bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that the last time she had the pump filled was in october of 2019. She stated that she made the decision to not have the pump filled anymore because she got tired of driving 2 hours to get the pump filled and all the random drug tests. She stated that she ¿detoxified¿ and the pump had been alarming since december 2019 because she had chosen to not have it filled anymore. Per the patient, having the pump left in her body has cause her to be diagnosed with copd (chronic obstructive pulmonary disease) and chf (congestive heart failure). It had also caused her to lose weight. She stated that she had lost 35 pounds and now the pump was protruding. She also stated that the pump had shifted and was rubbing on her right hip bone causing her right hip and legs to become enflamed. The pump was originally implanted for left hip pain. She stated that the decision to leave the pump implanted in her body has caused all the other diagnoses and she felt that if she did not get the pump removed, she would not live much longer. She stated that her home health nurse agreed with her. She had called the doctor who used to manager her pump and they told her that she had been discharged since 2019 by her own choice. The patient was calling looking for physician listings because she wanted the pump removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.